Event description:
A consumer stated that she had allegedly received 3rd degree burns on her back while using a heating pad. The consumer stated that she was sitting against the heating pad when the burns occurred. The consumer stated that she received medical treatment some time later when her burn became infected. The instructions for proper use clearly state "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
The alleged malfunction could not be duplicated in testing, and there were no defects found in the returned product.

Event description:
A consumer stated that she had allegedly received 3rd degree burns on her back while using a heating pad. The consumer stated that she was sitting against the heating pad when the burns occurred. The consumer stated that she received medical treatment some time later when her burn became infected. The instructions for proper use clearly state "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."